Manufacturer narrative:
Results - fowler torque box.

Event description:
It was reported by service report that the fowler could not be lowered flat to its lowest position. No pt involvement or adverse consequences are reported.